Manufacturer narrative:
Follow-up received on 04-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced horrible bleeding (bleeding 2 straight weeks every month). She had an ablation and d&c (dilation and curettage) performed. This event, interpreted as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. Based on the nature of the event and considering that genital bleeding may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1973, awareness date 16-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009 (six years before this reported) for permanent sterilization. Consumer was tender in that area all the time, experienced horrible bleeding (bleeding 2 straight weeks every month), horrible cramps, metallic smelling urine, metallic smelling discharge, headaches, migraines, hip pain, chest pain, lower back pain, dizziness, fuzzy feeling in her head, and extremely decreased sex drive. She had an ablation and d&c (dilation and curettage) in 2015. Her periods prior to essure were very light, and usually only lasting 3-4 days. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced horrible bleeding (bleeding 2 straight weeks every month). She had an ablation and d&c (dilation and curettage) performed. This event, interpreted as genital bleeding, is serious due to its medical importance and listed in the reference safety information for essure. Based on the nature of the event and considering that genital bleeding may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.